Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the bradycardia: the cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that an impella 5.5 was placed for patient support during percutaneous coronary intervention. During impella 5.5 support, it was noted that epinephrine was being given due to low heart rate. The pump was noted to be shallow and was awaiting pump repositioning. The patient remained on support and was successfully weaned and explanted. Additional information was received. The low heart rate was related to the medication given for sedation. The medication was turned off and epinephrine was chosen as a pressor to assist in bringing the heart rate back up versus the need for true inotropic support. Additionally, the impella 5.5 was inserted by the surgeon for high-risk percutaneous coronary intervention to be done in the catheterization lab. Upon arrival to the unit post placement, initial echocardiogram showed the pump was shallow. The pump was repositioned by the interventional cardiologist within the hour the patient got down to the catheterization lab. The positioning was confirmed under echocardiogram guidance.